Manufacturer narrative:
Upon investigation of the returned device, it showed the sheath split improperly. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted an ateriotomy closure using the starclose device after a diagnostic procedure. Post procedure, upon removal of the device removal, the physician noticed a white foreign body in track. Upon further investigation of the device, the physician discovered the piece came from the distal most portion of non procedural sheath. The physician used forceps to extract the white foreign body in the track. Partial closure of the site was completed with a neptune patch. The physician reverted to manual compression to achieve hemostasis. There was no patient injury reported.